Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument did not follow the surgeon's commands. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.